Event description:
A surgeon reported that two days after a glaucoma filtering shunt was implanted, it was touched to the iris. There was hypotony noted during the one week postoperative period, which then resolved two weeks later. The shunt remains implanted. Additional information was requested.

Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. The shunt remains implanted. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).